Event description:
It was reported that the patient experienced discomfort, intermittent upper chest/left arm twitching that can be felt in the left and right ribs. The patient noted that their position does not seem to start or stop the symptoms. The right atrial (ra) lead exhibited undersensing on atrial tachycardia/atrial fibrillation (at/af) episodes with inappropriate termination. The ra lead sensitivity was reprogrammed. A chest x ray confirmed that the ra lead was pulled all the way back into the pocket. Twiddlers syndrome was confirmed. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.